Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "discrete, hard lumps" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. ¿a review of the device history record has been completed. No deviations or non-conformances noted.¿ device labeling: intended use/indications: juvéderm volbella® xc injectable gel is indicated for injection into the lips for lip augmentation and for correction of perioral rhytids in adults over the age of 21. Precautions: the safety and effectiveness for the treatment of anatomic regions other than the lips and perioral area have not been established in controlled clinical studies. Adverse events: treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction. In the clinical study, 7 subjects had lumps/bumps or swelling that occurred weeks to months after treatment. All of these aes were mild or moderate. Swelling was treated with acetaminophen or doxycycline, and no treatment was given for the lumps/bumps. All of these events resolved without sequelae. Isrs lasting beyond the 30-day diaries were considered aes. Aes were also reported by the investigator at follow-up visits. Among the 139 subjects treated with juvéderm volbella® xc at the initial treatment, 14 (10.1%) experienced a total of 22 treatment-related aes. The most common treatment-related ae was injection site mass (lumps/bumps). Subjects treated with juvéderm volbella® xc experienced mild (7.9%, 11/139) or moderate (2.9%, 4/139) treatment-related aes. In general, the treatment-related aes required no action and resolved without sequelae. Among the 139 subjects who were treated with juvéderm volbella® xc at initial treatment and received repeat treatment with juvéderm volbella® xc, 3 experienced a total of 4 treatment-related aes after repeat treatment. These aes include 3 reports of injection site mass and 1 report of oral herpes. None required treatment. Of the 4 aes, 2 were mild (1 injection site mass [lumps/bumps] and 1 oral herpes), which resolved without sequelae, and 2 were reported with a maximum severity of severe (both events were injection site mass [lumps/bumps] in 1 subject) and then mild at the completion of the study. Instructions for use: the injection technique may vary with regard to the angle and orientation of the bevel, the depth of injection, and the quantity administered. A tunneling technique, serial puncture technique, fanning technique, or a combination has been used to achieve optimal results. Injecting the product too superficially may result in visible lumps and/or discoloration.

Event description:
Company representative reported on behalf of a healthcare professional that within a few weeks following injection in the lips with an unspecified amount of juvéderm vollure¿ xc, the patient developed discrete, hard lumps in an unknown area. Further follow-up with the healthcare professional determined that 2 cc of juvéderm volbella® xc was injected in the patient¿s ¿cheeks¿ and symptoms of hard lumps developed at the injection site 7.5 weeks later. Treatment with kenalog was given ¿im¿ 2.5 weeks after symptom onset. Symptoms resolved an unknown time following treatment. Patient has a history of previous fillers.

Event description:
Follow up with the healthcare professional indicates the patient informed the healthcare professional that they also had complained about swelling on their lips, several lumps on their lips, and they can still feel lumps in their cheeks. The patient was then treated with an im injection of kenalog 5 months after previous kenalog treatment. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00729 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, juvéderm volbella® xc.